Manufacturer narrative:
Correction attached. Initial medical device report did not include the 3500a user facility form received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
During the onsite visit the tm (territory manager) checked all connections and tested the functionality of the system. The system meets specifications per service installation records. Root cause could not be determined conclusively. The reported problem eyetracker image flickered and froze just before ablation could not be identified during logfile review. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A user facility report was received, stating a refractive ablation procedure was started on a patients right eye and could not be finished. A contact lens was placed on the eye and patient was advised to go to another facility to complete the procedure. The patient did not make it for procedure completion reporting their eyes were blurry and could not go in that condition. The patient was scheduled for the next day.